Manufacturer narrative:
The product was not returned. Three photos were provided. The first photo showed the carton endcap with the product information. The second photo was of a drawing of an iol. Two areas of damage were indicated perpendicular to the travel path. Damage in this area can occur due to a plunger override. The third photo was of the implanted lens. What appears to be a crack is indicated with a yellow circle. This damage is similar in appearance to damage caused by the plunger tip. This may have been interpreted as the report reported scratch. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Based on review of the provided photos the optic appeared to be cracked. This damage is similar in appearance to damage caused by the plunger tip. This may have been interpreted as the report reported scratch. It is unknown if qualified associated products were used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, they noticed scratches in the optical area. Additional information has been requested.